Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot#: serial#: (B)(4), implanted:, explanted:, product type: lead, product ID: 977a260 lot#: serial#: (B)(4), implanted:, explanted:, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 02-jun-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot#: (B)(4), ubd: 02-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The pt mentioned they had spoken to their pain management hcp and was told to call medtronic because the spinal cord stimulator (scs) had not been providing relief and was causing "feminine issues" since last month. Pt mentioned they were having "feminine issues" down below since last month and they had spoken with their gynecologist and they do not know what is going on. Pt said they had a tumor in their pituitary gland. Pt's neurologist was going to be doing a low lumbar x-ray to see if scs had anything to do with the migraines the pt had been having since implant date. Pt said the scs was not helping with pain. Pt had tried to adjust therapy settings, but this did not resolve issue. Pt called mdt rep. Nancy and left a voicemail today, (B)(6) 2022. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that tumor in their pituitary gland was not related to the implantable neurostimulator (ins) it has to do with their hormones. Patient stated they have an appointment with manufacturer representative (rep). They are getting a MRI on lumbar spine to see if there's spinal fluid and a mrv-MRI. Gynecologist has referred patient to dermatology. The issue has not been resolved. Additional information received. Patient stated they are still having pain, migraines, and feminine issues. Patient stated that last week they met with their doctor and a mdt rep (name asked, unknown) and took some x-rays which found that one of the leads had migrated. Patients stated it was supposed to be at 7 and 8 but now was at 9 and 10. Patient said because of this it doesn't take away the pain where it's supposed to. Patient said they had some reprogramming done and was told to try the settings for 4 weeks and if the pain is not improved they can discuss next steps. Patient noted the change hadn't really helped their pain, and all of a sudden today while at work they felt a stimulation near where the stimulator is and had some small tremors, and when they got home the controller showed "settings not available." Patient added that now they don't feel any stimulation at all. Agent had patient try groups a and b, patient was able to use and increase settings in group a but saw settings not available at 7.9 intensity. Patient felt the sti mulation in their tailbone but the pain is in their lower left side. Patient was up to 8 intensity in group b and was just starting to feel stimulation in their knee. Patient commented that they had really bad tremors a few months ago. Patient stated they think the feminine issues are from the device because they started happening a few weeks after it was put in, and it feels like they're getting burnt from the inside out and it hurts. Patient stated they started seeing a doctor in july but no one has done anything. Agent recommended patient follow up with hcp sooner than 4 weeks to review all of the information, symptoms, and concerns.